Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right colectomy procedure, while on resection of the bowel, the device was partially fire and this resulted to an incomplete staple line. Another stapler was used to complete the case. There was no patient injury in this event.